Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead helix failed to retract. This lead was not used, and an unknown issue was noted on another rv lead. This lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead helix failed to retract. This lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable. New information received noted that the helix failed to retract while inside the patient¿s body.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.